Manufacturer narrative:
(B)(4). Date sent 10/18/2024 d4 batch #986c48 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with two gst45t reloads present. The reloads were received fully fired with damage on reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. Additionally, photos were provided and they showed a device 45mm from top view, with the battery pack loaded and with two black reloads present. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The damage to the reload is consistent with the device being clamped over a hard object. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 986c48, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/9/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device ech45c lot number c9e64y and no non-conformances were identified. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than leaking (malformed staples, staple line missing staples, etc.)? 2. Please provide more details for "covered with fat"? Please help us with the following information of the source/person providing answers to follow-up (not the person relaying/submitting answers to loc or chu): name: title (specialty/occupation): please perform and document the follow up attempt for product return. I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. Additional information: the doctor said that reviewing the CT of this case, there were findings of calcification of the bronchi. It was possible that calcified hard bronchi could have been the cause of stapling failure. If so if this is the case, then it has to be considered the use of an automatic suture device for bronchi that are suspected to be calcified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during upper lobectomy of vats, it was stapled with gst45t using e3000 in bronchotomy. Tissue adhered to the staple and did not come off easily, so the cartridge was checked, and it was confirmed that it had deformation. Air leak was confirmed by leak test. It was cut again. When the same main body and a new gst45t, its lot number was 601a29, were used to cut again, the central side adhered to the cartridge again. It was peeled by forceps and the leak test was negative. Since the staple formation was concerned, the bronchial segment was reinforced with 4 stitches and covered with fat. And the wound was closed after reinforcing with non-woven fabric made with polyglycolic acid sheet and biological tissue adhesive. The surgeon commented that the bronchus was a little stiff. The cartridge color was black. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.